Manufacturer narrative:
Unit passed self-test and displacement test. No unexpected audio/beep/vibrate loud noise anomaly noted during testing.

Manufacturer narrative:
Device passed self-test and displacement test. No unexpected audio or beep or vibrate loud noise anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they heard light noise coming from insulin pump. The customer's blood glucose was 131 mg/gl. Assisted customer in performing a self test. Pump beeped during the tone test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.